Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received surgical intervention was undertaken on (B)(6) 2021 during which the existing lead was repositioned. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a fall. Thereafter, the patient was unable to experience effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.